Manufacturer narrative:
The t:flex pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate and remained static. Reportedly, the customer did not remove the residual air from the cartridge prior to filling the cartridge with insulin. The customer's blood glucose (bg) level was reportedly elevated. Bg value not provided. Reportedly, the insulin gauge began to deplete as expected after the customer continued to use the cartridge. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the customer's bg level; however, the customer did not respond.